Manufacturer narrative:
The insulin pump had motor error alarm during the occlusion test and was unable to prime during the prime test due to faulty force sensor resistor. The no delivery test could not be performed due to the prime anomaly. The motor passed motor test. The device also had a cracked display window corner, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer initially reported via phone call on (B)(6) 2014 that the insulin pump alarmed motor error during prime. Blood glucose at the time of the incident was 220 mg/dl. When checking the alarm history, the customer found two no delivery alarms on (B)(6) 2014, instead of motor error alarms. Troubleshooting was not performed since the customer resolved the alarm by changing the infusion set and reservoir. The customer called back on (B)(6) 2014 to report receiving a motor error alarm during bolus. Blood glucose value was 202 mg/dl. She was unable to troubleshoot and called back later. She stated she received another motor error during bolus. Blood glucose value was 238 mg/dl. She confirmed that the device was not exposed to a magnetic field and that the drive support cap was recessed. The alarm occurred more than once in 30 days. The device was returned for analysis.